Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event and began treatment with vancomycin (1 gram, once in a week) and gentamycin (80 mg, daily) intraperitoneally (ip) for peritonitis. Treatment with vancomycin and gentamycin was ongoing. The following day, the pt was recovered from peritonitis and was discharged from the hospital. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14c15063. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.